Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed burnt pins located on the ac power adapter. The service technician scrapped the ac power adapter. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel has a damaged lemo connector on the ac power adapter. Pigtail was installed to the ac power adapter and the ventilator was working. A new medic to the team tried to remove it and appears to have damaged both the ventilator side lemo and the connection area as well as the ac adapter. At this time, it is unknown if there was any patient involvement associate with the reported event.